Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified proximal stent damage. Struts on the 1st and 2nd rows from the proximal edge were raised distally. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The midshaft and corewire were kinked just proximal to the port. Solidified blood and solidified contrast media were present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. A 0.015 inch product mandrel was inserted with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in a moderately calcified and severely tortuous unknown vessel. A 2.50x32mm promus element stent delivery system (sds) was advanced to the target vessel and would not cross the lesion. Upon removal of the device it was noted that some of the proximal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in a moderately calcified and severely tortuous unknown vessel. A 2.50x32mm promus element stent delivery system (sds) was advanced to the target vessel and would not cross the lesion. Upon removal of the device it was noted that some of the proximal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.